Event description:
It has been reported that one bd vacutainer® rapid serum tube (rst) blood collection tubes thrombin experienced poor gel separator movement during use. The following has been provided by the initial reporter: -it was reported tube experienced poor barrier separation. Verbiage received from pir: incomplete gel migration. Incomplete gel migration sst tube: 9067880, exp: 2-29-20 . Sample centrifuged on different centrifuges. Centrifuge spinning at 1300 rcfs for 10 minutes (both are swing buckets). This patient is a 88 year old male admitted for a fall. He is on coumadin. Total protein 5.4 gm/dl.

Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for poor barrier separation with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for testing and upon completion, no issues were observed relating to poor barrier separation as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It has been reported that one bd vacutainer® rapid serum tube (rst) blood collection tubes thrombin experienced poor gel separator movement during use. The following has been provided by the initial reporter: -it was reported tube experienced poor barrier separation. Verbiage received from pir, - incomplete gel migration. Incomplete gel migration sst tube: 9067880 exp: 2-29-20 sample centrifuged on different centrifuges. Centrifuge spinning at 1300 rcfs for 10 minutes (both are swing buckets). This patient is a 88 year old male admitted for a fall. He is on coumadin. Total protein 5.4 gm/dl.

Manufacturer narrative:
Correction: original pr reported manufacturing location as sumter the following information has been updated: medical device manufacturer: becton dickinson. Manufacturing location: becton dickinson. The manufacturing location for this product is sekisui. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1., and the franklin lakes FDA registration number has been used for the manufacture report number.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one bd vacutainer® rapid serum tube (rst) blood collection tubes thrombin experienced poor gel separator movement during use. The following has been provided by the initial reporter: it was reported tube experienced poor barrier separation. Verbiage received from pir, incomplete gel migration. Incomplete gel migration sst tube: 9067880 exp: 2-29-20. Sample centrifuged on different centrifuges. Centrifuge spinning at 1300 rcfs for 10 minutes (both are swing buckets). This patient is a (B)(6) year old male admitted for a fall. He is on coumadin. Total protein 5.4 gm/dl.